Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing reference: 3008452825-2020-00081, 3008452825-2020-00082, 3005334138-2020-00048. During an atrial fibrillation ablation procedure a pericardial effusion occurred. During the procedure there were no performance issues and no excessive contact force noted. Echocardiography revealed an effusion in the anterior left ventricle. The procedure was ended and medication was administered to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.